Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer states the pump was bumped. Troubleshooting was not performed. The customer was advised that the insulin pump need to be replaced and revert to the back-up plan per hcp instruction. The insulin pump will be returned for analysis.